Manufacturer narrative:
Gtin number: unknown. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 23 mm sjm trifecta valve was implanted on (B)(6) 2008. The valve was explanted on (B)(6) 2015 due to endocarditis.

Manufacturer narrative:
(B)(4).

Event description:
This 23 mm sjm trifecta valve was implanted on (B)(6) 2008. The patient was hospitalized from (B)(6) 2014 for suspected enterococcus faecalis endocarditis with positive blood cultures which was medically treated for six weeks. Post-treatment, blood cultures were positive for enterococcus faecalis endocarditis and the trifecta valve was explanted on (B)(6) 2015 and replaced with an unknown valve. A concomitant mvr was performed and a 29 mm epic valve was implanted in the native mitral. Post-procedure, the patient who had a history of chronic atrial fibrillation developed mobitz ii av block and junctional rhythm, which transitioned into a bradytachyarrhythmia with atrial fibrillation followed by atrial flutter. This was medically treated. The patient was transferred to a rehab facility on (B)(6) 2015 and is recovering.